Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated insulin pump was not exposed to change in altitude. The customer stated that they received open book image on insulin pump display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify unresponsive buttons or stuck button alarm due to critical pump error. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded battery tube, faded serial number label and corroded motor home switch. The p-cap does lock properly.